Manufacturer narrative:
Continuation of medical devices: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted to turn stim off but keeps seeing the "no device found" message on the controller. The patient reported this has happened about 6 times. The patient stated the ins was 60% charged. The patient removed and replaced the controller battery and reported that the screen cleared. Communication best practices were reviewed. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Additional information was received from the patient on (B)(6) 2018. The patient reported that they were having trouble recharging the internal battery (ins). The patient stated that starting about a month ago, the device was taking longer to charge than before. The patient reported that the night before the call, they saw excellent recharging when charging the ins battery, but after 50-60 minutes, the ins battery was only moving 10%. The patient noted that prior to the call, they had been keeping an eye on the recharging screen and that the controller was showing excellent recharging with the green light flashing on the controller. The patient confirmed that the controller found the ins and reported the following charge quality: charge quality excellent. The patient stated that they did not see poor recharge quality at any time. The patient was transferred to repair. No symptoms were reported. No further complications were anticipated/reported. Additional information was received from the patient on (B)(6) 2018. The repair department called the patient to return the recharger. However, the patient indicated that they had the new intellis device implanted in (B)(6) but they are not feeling any different. The patient has called patient services and their manufacture representative (rep) but no one will listen. Their controller takes 3 hours to charge even with getting this new replacement. The patient is frustrated and does not know what to do. They keep getting messages on their controller, i.e. No device found screen. The patient did not want to be transferred to patient services. Patient services left a voicemail for the patient on (B)(6) 2018 and directed them to discuss their recharging concerns with their managing physician. The patient called back patient services on (B)(6) 2018. The patient re-reported having a no device found screen and charging issues. The patient noted recently leaving a detailed message for someone at the company which may be referring to the discussion the patient had with the repair department. The patient noted meeting with a rep who was unable to connect the stimulator with the tablet. Patient services sent an email to the local reps. A rep responded on (B)(6) 2018 indicating that they spoke with the patient this afternoon and are planning on meeting with them on (B)(6) 2018. At that time, they will evaluate things to see what is going on. The rep also submitted a report indicating that the patient stated that they are having issues with their programmer and recharger connecting with their battery to recharge. It seems to take several hours to get it recharged. The patient has already had their programmer and recharger replaced. The rep re-iterated that they plan on meeting with the patient on (B)(6) 2018 to evaluate and see if there are any connection issues at that time. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the difficult and extended charge time was unknown. The rep reported that when they last met with this patient there weren't any reports showing difficulty charging and when they hooked everything up, it all worked well. No further complications were reported/are anticipated.